Event description:
It was reported that after xience prime stent implantation in the proximal circumflex (pcx), proximal left anterior descending (plad) and left main (lm) artery there was good stent apposition except for the ostial lad, where mild stent underdeployment was noted. Additional post-dilatation was required to treat the stent wall apposition. One day post procedure enzymes were elevated. No treatment was provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device evaluation: the device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. That suggest a lot specific quality deficiency. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.